Event description:
Reporter is patient, who states that, she lost vision in her left eye (in 2007), due to kerato conjunctivitis. She had previously had a corneal transplant to the same. Two days later, she was diagnosed with a chemical burn and treated with increased doses of predforte every 4 hours. She experienced tearing, but no discharge and the concern at that time was that she might be rejecting her transplant. After a week without improvement in her symptoms, the pt returned to her transplanting physician, who said that her eyes were like "sand paper." She was then placed on a different steroid along with antibiotics. Her vision has since returned. But, she wants to report that while using the product, she experienced the worst and pain like never before." She has had eye disease for 25 years, and this is the first time anything like this has ever happened. Denies having required cultures. She states that at onset, it was as if tissue paper was over the eye. She experienced lots of itching and tearing that caused her to utilize a box of facial tissue because of it.